Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv therapy for af with rapid ventricular response. When the patient presented in-clinic, programming changes were made. The patient will continue to be monitored with routine follow-up.